Event description:
It was reported to boston scientific corporation that a capio slim was used on a patient on an unknown date. According to the complainant, during the procedure, the needle driver button of the capio got stuck and would not work properly after the initial deployment of the suture through the sacrospinous ligament. The procedure was completed with a second capio slim device. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).